Manufacturer narrative:
The hba1c reagent lot number was 708797. The expiration date was not provided. Last calibration was performed on (B)(6) 2023 and it was acceptable with no alarms. Qc was acceptable. No indication for a performance issue of reagent. The alarm trace showed multiple abnormal aspiration alarms on the date of the event near the time sample was processed. The field service engineer (fse) found an insufficient cell washing. The fse rebuilt the vacuum system. The investigation determined that the root cause of the event was an insufficient cell washing. The customer performed calibration and qc and they were acceptable. The service actions done by the fse resolved the issue. No further issues were reported afterwards.

Event description:
We received an allegation about discrepants results for 1 patient's whole blood sample tested with hba1c on a cobas 8000 cobas c502 analyzer when compared to a different analyzer. Initial result: 11.8%. Repeat result: 5.9%. The physician questioned the initial result as it did not match the patient's history and the sample was repeated. The repeat result was deemed to be correct as it matched patient history.